Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant procedure, when doing an impedance measurement and changing from lv tip/hav (nominal) vector to lv tip/lv ring vector, the leadless electrocardiogram (lecg) line changed into a flat line with no signal and no baseline noise. The device remains in use. No patient complications have been reported as a result of this event.